Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the likely cause of the failure is that the fiber was stressed enough to break the tip. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation. The olympus service center found the physical inspection confirmed the fiber tip breakage as indicated in the event description. There are no other physical issues with the device.

Event description:
As reported, the fiber tip broke off during a procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.